Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively established through this evaluation. No autopsy was performed, and the pump was not explanted for evaluation. It was reported that no further information will be provided by the customer. The heartmate 3 lvas instructions for use (IFU) list adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Heartmate 3 lvas IFU, rev. C is currently available. Section 1 of the IFU, introduction, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including death. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2020. The cause of death was unable to be provided, but the outcome was not considered to be device or therapy related.